Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a primary immunoglobulin infusion (27gms/0.5ml/kg/hr. /270ml)/was programmed at a rate for 30 min and increased based on patients tolerance. The infusion was intended to infuse over 5-6 hrs. However after 1.5 hrs. The user noted that the bag was emptied, the programmed rate was 52 ml/hr. At the time of the event. There was no report of leaks or alarms noted.

Event description:
It was reported that a primary immunoglobulin infusion (27gms/0.5ml/kg/hr. /270ml)/was programmed at a rate for 30 min and increased based on patients tolerance. The infusion was intended to infuse over 5-6 hrs . However after 1.5 hrs the user noted that the bag was emptied, the programmed rate was 52 ml/hr. At the time of the event.. There was no report of leaks or alarms noted. Received a copy of the customer's medwatch report from FDA which states, ¿alaris pump large volume infusion of immune globulin that was ordered as 270 ml to run over a few hours (rate of 52ml/hr) infused in 1 hour the pump was set appropriately, but bolused the medication the pump was cleared first thing this morning, and the only other infusion in this module was 100 ml of methylpredmsone after the 270 ml bag was emptied, the volume infused read 164 ml, so minus the previous med, it is believed the pump had infused only 64 mls however the bag was empty patient was discharged with no injury noted due to this event."

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Testing performed found the pump module to be delivering fluid within specifications. No conclusion could be drawn as to why the user experienced an over fusion through log review. The disposable set was not returned for this investigation. The root cause of the reported over infusion was not identified. Not hispanic/latino